Event description:
A 2.5 mm diameter by 18 mm length s660 stent delivery system was inserted for treatment of a lesion located in the mid-obtuse marginal artery. The vessel was moderately tortuous and severely calcified. The lesion was not pre-dilated. The physician attempted to deliver the s660 stent; it was not possible to cross the lesion. It was reported that the physician stated that the angle of the artery upon removal back into the guide catheter stripped the undeployed stent off of the balloon and into the lad. The stent was snared from the pt. The case was successfully completed with a s660d2515w. The returned device investigation revealed that there was evidence that the stent had been adequately mounted on the delivery balloon. The stent was not returned. No additional sequelae were reported and the pt is reported to be fine.